Event description:
The complainant reported that during a left heart catheterization procedure, the rotator separated from the manifold during hand injection.

Manufacturer narrative:
The suspect device was not returned for evaluation; therefore, the complaint could not be confirmed. The device history record was reviewed with no related exceptions noted. Merit will continue to monitor these types of complaints. Method: device history record was reviewed.